Event description:
It was reported that the customer experienced tandem mobi cartridge alarms on two separate occasions. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarms and replaced the pump, advising the customer to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer received instructions on returning the problematic pump and was informed of steps to follow upon receiving the replacement, which includes updating the software and handling sensor sessions.